Event description:
It was reported that during a lap cholecystectomy procedure, the blade tip broke off. The blade tip was outside of the pt. Unknown how the procedure was completed. There was no pt consequence.